Event description:
It was reported that a female patient underwent a primary breast augmentation with a 250cc mentor memorygel breast implant and experienced capsular contracture (unknown grade, unknown side) and rupture (unknown side) postoperatively. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information. The lot number of the suspected medical device is either 5573858 or 5569128, and the serial number of the suspected medical device is either (B)(4) or (B)(4). The follow-up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot #: 5573858 serial #:(B)(4). Manufactured date: 13-dec-2004 expiration date: 12-dec-2009 lot #: 5569128 serial #:(B)(4). Manufactured date: 18-nov-2004 expiration date: 17-nov-2009 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).